Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used in the common bile duct during a procedure to remove bile duct stones performed on (B)(6), 2010. According to the complainant, after the cutting of the papilla, while trying to remove the stone from the bile duct, they noticed that the tip of the cutting wire was separated. No wire fell in to the patient. The procedure was completed with subject device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
Stonetome stone removal device was used in the common bile duct during a procedure to remove bile duct stones performed on (B)(6), 2010. According to the complainant, after the cutting of the papilla, while trying to remove the stone from the bile duct, they noticed that the tip of the cutting wire was separated. No wire fell in to the patient. The procedure was completed with subject device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination revealed that the extrusion at the distal pierce hole was melted and the distal end of the cutting wire, together with the anchor, had dislodged from the distal pierce hole of the extrusion but remained attached to the device. The distal pierce hole of the returned device was elongated 5 mm proximally due to being melted by the activated cut wire during customer usage. The weld-solder integrity of the cutting wire and anchor notch was found to be intact. The condition of the returned incident device was consistent with the complaint that the tip of the cutting wire was separated. During manufacturing, tome devices are 100% inspected for working length and cut wire integrity so the detached cut wire/ anchor is likely due to procedural factors. Therefore, the most probable root cause is operational context.